Event description:
It was reported that, the customer was hospitalized for diabetes ketoacidosis. Troubleshooting was performed and all tests passed. It was discovered that, the customer only bolused twice prior to hospitalization. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not, the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.